Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the septum. The following information was provided by the initial reporter: "we received another complaint from xxx for leakage at septum".

Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. A device history review could not be completed as no batch number was provided. H3 other text :

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the septum. The following information was provided by the initial reporter: "we received another complaint from xxx for leakage at septum"